Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately september of 2023 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123322/7123521.

Event description:
It was reported that the patient underwent an explant procedure due possible infection. Symptoms of swelling, burning and tender to touch at the implant site were noted. The patient was given antibiotics. The explanted device was discarded by the facility.